Event description:
It was reported that during routine lead interrogation, this left ventricular (lv) lead appeared to have loss of capture (loc) due to dislodgment. Xray and fluoroscopy imaging were done with the results confirming lead dislodgment. A lead revision was performed, the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5-describe event or problem; h6-impact codes; h6-device codes.

Event description:
It was reported that during routine lead interrogation, this left ventricular (lv) lead appeared to have loss of capture (loc) due to dislodgment. Xray and fluoroscopy imaging were done with the results confirming lead dislodgment. A lead revision was performed, the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.